Event description:
An unknown size endeavor otw drug-eluting coronary stent was successfully implanted into a patient for the treatment of an unknown lesion. The lesion morphology is unknown. It was reported that the inner pouch that is identified as having a non-sterile exterior with contents that are sterile; was placed in the sterile field and was opened by the scrub tech. The endeavor drug-eluting stent was inserted into the patient and was successfully implanted at the lesion site. Three endeavor drug-eluting stents were implanted in the patient (MFR report# 2953200-2008-00103-00105) it was reported after the case that all three of the non-sterile pouches were put in the sterile field. No additional clinical sequelae were reported and the patient was put on antibiotics and is doing well.